Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported "first the breast became hard, painful, then it became rippled and limp", "rupture", "discomfort/pain" and "recall". Later patient reported " ultrasound showed no rupture". Prescribed medication "ibuprofen". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. Reason for reoperation: breast pain and visibility/ palpability.

Event description:
Later patient reported " ultrasound showed no rupture". Prescribed medication "ibuprofen". N-reporting rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture and visibility/ palpability.

Event description:
Patient reported "first the breast became hard, painful, then it became rippled and limp", "rupture", "discomfort/pain" and "recall". Prescribed medication "ibuprofen". This record is for the right side. Device remains implanted.